Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the obturator and trocar appeared to be intact. Pmv performed functional testing: the device passed an air leak test.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure, the seal portion of the device was not seated properly which did not allow for the camera to go through the port when docking the robot. The robot was undocked and another port was used to continue on and complete the case. There was no patient injury and did not require and extension of the surgical procedure. Specific patient information was not provided by the account/user.